Event description:
The customer reported that the endoscope reprocessor filters had reportedly not been replaced within the recommended interval, including the gas filter and air filter. It was reported that the gas filter had not been replaced for more than two months. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.